Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal procedure for kyphosis at th4-iliac1 on (B)(6) 2012. On (B)(6) 2016, rod breakage was observed. Revision surgery was performed to replace rod and screw on (B)(6) 2016. No fragment of the product remained in the patient.